Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed.

Event description:
It was reported that following a diagnostic procedure, a 6f angio-seal vip was selected for use. The puncture was high. The pt left the hospital six hours later and collapsed in the foyer. When the angio-seal was removed by the vascular surgeon, he found that the angio-seal was not sealing properly. The pt has recovered. The physician alleged that the pt heard a "popping" sound before he fainted. The pt was taking prescribed anti-coagulant medication. No add'l info is available.